Event description:
Customer reported the visual indicator of the unit showed full charge until it failed to shock when needed on a patient. There was no reported patient injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.